Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that they had experienced difficulty while advancing the angio-seal sheath into the patient's vessel. A 6fr groin sheath was used and had no issue during advancement, however major restrictions were experienced by the user of the 6fr angio-seal sheath. Upon retrieving the angio-seal sheath, the tip of the angio-seal sheath was crushed. The user shifted to manual compression and hemostasis was achieved. Additional information was received on 27jun2020. The patient was on general anesthesia (ga) so there was no complaint of pain. Additional information was received on 01jul2020. The procedure was a transcatheter aortic valve implantation (tavi). The patient's groin was described by user as not calcified or obese. No pre deployment angiogram performed. The patient was reported to be in stable condition.